Event description:
Sudden cardiac death with internal cardiac defibrillator implantation. During the week of 11/16/97 the internal cardiac defibrillator was noted to have elevated pacing threshold and elevated pacing impedence on internal cardiac defibrillator interrogation. 11/20/97-internal cardiac defibrillator check revealed an unacceptably high defibrillation threshold,probably secondary to subclavian shocking coil migration. 11/20/97-internal cardiac defibrillator revision, replaced generator and both leads.